Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found that there were multiple hypo tube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent, balloon sections of the device were visually and microscopically examined and strut 1 and 2 on the proximal end of stent are lifted and twisted in a distal direction. No issues noted with balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-nov-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, de novo target lesion with a bend of between 45 and 90 degrees was located in the tortuous and heavily calcified short mid segment in the left anterior descending (lad) artery. After pre-dilatation was performed resulting to 85% residual stenosis, a 2.50x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 2.5x16mm bare metal stent. No patient complications were reported. However, returned device analysis revealed proximal stent damage.